Manufacturer narrative:
The rv lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead presented with a drop in r-wave amplitudes and an increase in pacing threshold measurements. It was determined that the rv lead had perforated the heart. A revision was performed and this lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned. Visual inspection noted a setscrew mark on the terminal pin the correct location. The helix was extended and dried blood was present around the helix. X-rays revealed that the inner conductor coil had a break at the distal end of the terminal pin due to torsional overstress on the helix mechanism during explant. Laboratory testing was unable to reproduce the reported clinical observations of high threshold values and perforation. The inner conductor coil break most likely resulted during the explant procedure.